Manufacturer narrative:
(B)(4). Mfg. Site name - (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on an unknown date. According to the complainant, the device locked when it was shot. No patient complications have been reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Visual examination of the returned resolution clip device noted that the device was fully deployed. The clip assembly was returned inside the over sheath. The clip prongs were locked into the capsule and one side of the clip prongs was bent. A kink on the control wire was noted. The over sheath was accordioned. There is not enough information available to determine what caused the reported failure. Therefore, the most probable root cause for this complaint cannot be determined. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on an unknown date. According to the complainant, the device locked when it was shot. No patient complications have been reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.